Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3889-28, lot# v718508, implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
It was reported that a poor communication screen on the patient programmer. The patient wasn't recently implanted or had/revision surgery. The patient does use an antenna. After troubleshooting the caller reported she was connected to ins (stimulator) and sees setting. Caller reported ins was off. Caller was able to turn stimulation on with patient programmer and increase stimulation. It was too strong so turned stimulation back down. Symptoms reported was bladder leakage at night . The patient has had bladder leakage for the past week. It was noted that the patient has a doctor appointment on (B)(6). The patient had a loss of therapy. Caller was not sure how long therapy was off. There was a sudden change in therapy/symptoms. The patient states no traumas/falls recently. It was reported that the patient was taking antibiotics for a lung infection.